Manufacturer narrative:
(B)(6). Section d10: device details of 950a81 adult ventilator dual heated circuit kit provided with the rt019 inspiratory/expiratory filter. Batch # 2103290883; date of manufacture: 13 august 2024; UDI: (B)(4). Method: the 950a81 adult ventilator dual heated circuit kit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: a visual inspection of the 950a81 adult ventilator dual heated circuit kit revealed no notable damage to the circuit kit. Gas leakage testing was conducted using the returned dryline and chamber, both with and without the subject rt019 inspiratory/expiratory filter included in the circuit kit. The testing identified a significant leak when the returned limb assembly was tested with the subject rt019 inspiratory/expiratory filter in place, confirming the reported fault. A visual inspection of the rt019 inspiratory/expiratory filter provided as part of the circuit kit was subsequently performed, and confirmed mechanical damage on the subject rt019 inspiratory/expiratory filter. Conclusion: based on our investigation, an air leakage was confirmed due to a faulty rt019 inspiratory/expiratory filter. We are unable to determine the exact cause of the reported event. The rt019 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. All rt019 inspiratory/expiratory filters are leak tested before releasing for distribution. Any filter which fails the leak test is discarded. The subject rt019 inspiratory/expiratory filter would have met the required specifications at the time of production. The 950a81 adult ventilator dual heated circuit kit user instructions which accompany the rt019 filter state: - "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure." - "when nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure."

Event description:
During device evaluation of a 950a81 adult ventilator dual heated circuit kit at fisher & paykel (f&p) healthcare new zealand, it was found that the rt019 inspiratory/expiratory filter provided as part of the circuit kit, was found to be damaged, causing air leakage. There was no patient involvement as the issue was found whilst the device was not in use on a patient.